Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple alarms "about reservoir errors" occurred after the cartridge had been changed and insulin delivery was resumed. There was no reported adverse impact to customer's blood glucose. Although requested, additional information regard the alarm was not provided. Reportedly, customer reverted to using another pump for insulin therapy.